Event description:
It was reported that the physician was treating a very tortuous and calcified diagonal artery. The device was not able to cross at the lad/diagonal bifurcation and when the physician attempted to back the device out of the vessel, the stent was dislodged and separated from the balloon in the diagonal. Many attempts were made to retrieve the separated stent with different snare techniques, and attempts to pass a balloon through the stent to deploy it were unsuccessful. Two stents were used to tack the stent to the vessel wall; the first one was deployed to compress most of the stent in the diagonal, and the proximal portion of the stent was pinned in the lad by another stent.